Event description:
Journal reference: maxwell et al. "Reprogramming requirement after sacral nerve stimulator implantation: correlation with preoperative indication" the journal of urology february 2008, vol 179 (549-551). This article is about a retrospective review of 17 pts who underwent sacral nerve stimulator implantation for urgency/frequency/incontinence, urinary retention or interstitial cystitis. Reportable event: one pt that received sacral nerve stimulation (sns) for interstitial cystitis had the device explanted due to a burning sensation at the stimulator site. No mechanical abnormalities were found after removal.